Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the breaking of the male luer of the tubing that was connected to a patient&#38112;central line caused minimal blood loss. There was no patient harm reported.

Manufacturer narrative:
The customer¿s report of a damaged tubing component was confirmed. Visual inspection of the primary set¿s distal luer lock found that the spin collar was cracked. Functional testing was not performed due to the obvious damage. Analysis and testing of component samples from similar reports has determined the damage was likely due to a brittle failure. The root cause of the damaged tubing component was identified as a defective luer collar component. A manufacturing corrective action and field action have been implemented.

Event description:
The customer reported the breaking of the male luer of the tubing that was connected to a patient's left ij (internal jugular) central venous catheter caused blood loss. "There was a relatively large amount of blood noted in the bed before the rn was able to clamp the cvc port and a corresponding drop in hgb of 0.8g/dl on morning labs. The cap to the cvc port had to be changed as the piece of IV tubing was unable to be removed from the port."

Manufacturer narrative:
Correction to initial report. Additional information provided.